Event description:
Two days after a cypher 2.5 x 23mm stent was implanted, a patient complained of chest pains and st elevation was confirmed on the electrocardiogram. Coronary angiography was conducted and thrombus was observed inside the cypher. Balloon angioplasty and aspiration were conducted to treat the thrombus. An additional cypher, size 3.0 x 18mm was implanted proximal to the first cypher at an untreated lesion. Then another cypher, 2.5 x 18mm was implanted distally because plaque shift occured during this treatment. The inflation pressures and times during the implant of these cyphes were unk. They were all overlapping each other. Two other previously implanted stents located at the proximal right coronary artery and the distal circumflex branch were patent.

Manufacturer narrative:
Nine days prior to the thrombotic event, a cypher was implanted at the proximal right coronary artery and an unk stent was implanted at the distal left circumflex artery. Details unk. Seven days later at the index procedure, an elective angiogram was conducted which revealed a lesion at the mid left anterior descending artery (lad). The vessel was de-novo, eccentric and with a bifurcated lesion. Aha/acc classification of the vessel was type b2. The lesion length was 18mm and vessel diameter was 2.5mm. Pre-dilation was conducted with a balloon 1.5 x 15mm at 8atm for 5 seconds. A 2.5 x 23mm cypher was implanted at 18 atm for 3 seconds. Post dilation was conducted with a 2.5 x 23mm cypher was implanted at 18 atm for 3 seconds. There also remained an untreated lesion proximal to the cypher. Ivus was conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual percent of stenosis was 0. Act was measured, but unk. Physician's comment: the cause of the thrombotic event was because the anti-platelet medication the patient might be taking was not working effectively due to her constitution. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.